Event description:
The lay user/patient contacted lifescan alleging that the onetouch ultralink meter had calcode issue, which was unresolved with troubleshooting. There were no allegations of harm or injury.